Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link neutral luer activated device was disconnecting during patient use. The reporter stated that the thread between the pull cap and one-link were not completely compatible; they were easy to pull apart. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: device available for evaluation?, device evaluated by MFR? And evaluation codes. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, clear passage testing, and underwater leak and pressure testing were performed and the device operated within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.